Event description:
The surgeon attempted to implant a cc4204bf collamer lens. The lens tore prior to insertion into the eye. No pt injury. The iol injection cartridge and the iol injector model and lot numbers unknown.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that both haptics were missing and the lens optic was split in half. Surgical residue/debris on product.